Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a return of symptoms on (B)(6) 2015. The patient's device was implanted for bowel and they had been having accidents again due to a sudden change. The patient had no falls or trauma and may have drunk too much apple juice. The patient also began taking acid reflux medication and that could be affecting their bowels. The patient used the patient programmer and turned stimulation down a little because they thought it would help with the symptoms. This was what the patient did on the trial when they felt stimulation too strong and it helped, so they thought it would help with the permanent implant also. The patient's therapy was on set on program 3 at 0.2v. The patient turned stimulation up to 0.4v. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.